Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a power error detected alarm. The customer was advised the internal power source was unable to charge on the insulin pump. Customer was assisted with clearing the alarm. Customer stated the alarm occurred during normal use. The customer's blood glucose was 155 mg/dl. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test, rewind, seating, basic occlusion and occlusion test. The insulin pump was received with cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window.